Manufacturer narrative:
Logs are being reviewed. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the charge nurse's phone is the only phone receiving notifications and the patient passed away. Testing revealed the notifications were functioning correctly and the issue was not related to the pic ix, but there was an unknown issue with careevent; however, the cause remains unknown. Good faith efforts are being performed for clarification.

Manufacturer narrative:
E1: correction to institution. The complaint was escalated for a technical complaint investigation, and the results indicate that none of the users for the ss4w unit were signed in correctly to the perfectserve system and therefore were not getting their alerts according to their assigned roles. This caused all the alerts to go directly to assigned charge nurse. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was <the failure of the users to correctly sign in to the perfectserve system. The issue was resolved when the customer it instructed the users to sign in correctly. A review of the service history for this device shows the problem has not been reported again for this device.